Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
It was reported to philips that the battery fails calibration. There was no patient involvement. The customer worked with the technical support representative. The customer says battery fails calibration. The battery needs replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which was ordered to customer. The customer to install battery. The device remains at the customer site and no further evaluation is warranted at this time.